Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels after having been in a coma for 4 days. She stated that a nurse had her take too much insulin. The customer's blood glucose was 30 mg/dl. She declined to troubleshoot for the low blood glucose. She advised that the nurse kept giving her insulin and that the insulin pump had not caused the low blood glucose event. She was unsure when the hospitalization occurred. She did not know her most recent blood glucose and requested assistance with programming the insulin pump. She noted that the buttons on the insulin pump always responded but were hard. She was advised to monitor the keypad issue and to call back if the issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.